Manufacturer narrative:
The investigation determined that a discordant negative vitros anti- sars-cov-2 total result was obtained from a single vitros positive quality control fluid processed using vitros cov2tot reagent on a vitros 5600 integrated system. A definitive assignable cause for the discordant negative vitros cov2tot result was improper reagent pack handling. The affected reagent pack was removed from refrigerated storage and left at room temperature for >10 hours. The vitros cov2tot instructions for use does not have a claim for room temperature storage, and all reagent pack must be stored refrigerated or on-board the instrument. Acceptable performance was obtained removing the improperly stored reagent pack and replacing it with a properly stored vitros cov2tot lot 0121 reagent pack. The customer did not provide any historical vitros cov2tot quality control results but stated that quality control results were acceptable prior to the event. Therefore, a reagent related issue did not likely contribute to the event. Since no information was provided concerning analyzer performance, an instrument related issue cannot be ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0121. (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a discordant negative vitros anti- sars-cov-2 total (cov2tot) result obtained from a vial of vitros cov2tot reactive control fluid tested on a vitros 5600 integrated system. Vitros reactive control lot 013 negative result versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant, negative vitros cov2tot result was obtained from a non-patient quality control fluid. The customer made no indication that patient samples were affected and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).